Event description:
It was reported "defective midline catheter broke off while attempting to insert midline catheter to left upper arm. 2 cm plastic catheter tip lodged inside the dermis. Xray verified, dr. And patient notified." Add info rcvd 06/18/2021: date of occurrence: (B)(6) 2021. Has the catheter tip been removed? If yes what date was it removed: not removed, md recommended to remove in outpatient ir. Was there additional medical intervention?: removal scheduled in outpatient ir. Was there patient harm reported?: no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken midline catheter was confirmed. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter was advanced and the safety mechanism was engaged over the needle tip. The catheter shaft was broken 7.6cm from the molded joint. The break exhibited a tapered profile. Microscopic inspection of the break revealed a partially glossy and partially dully granular break surface. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the break site. The break features were consistent with catheter damage caused either by withdrawal of the catheter or insertion of the needle following catheter advancement. The blood residues present on the device suggested that damage occurred during attempted device placement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ h3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0765 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "defective midline catheter broke off while attempting to insert midline catheter to left upper arm. 2 cm plastic catheter tip lodged inside the dermis. Xray verified, dr. And patient notified." Add info rcvd 06/18/2021: date of occurrence: 6/13/2021. Has the catheter tip been removed? If yes what date was it removed: not removed, md recommended to remove in outpatient ir. Was there additional medical intervention?: removal scheduled in outpatient ir. Was there patient harm reported?: no.